Event description:
It was reported on (B)(6) 2012 abnormal impedance measurements. (B)(6) hospital, (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).